Manufacturer narrative:
The unit associated with this complaint was requested back for evaluation, but has not yet been received.

Event description:
Nellcor puritan bennett received a report from purchasing department at the hospital that the unit did not provide an audio tone. There was no patient harm reported.